Manufacturer narrative:
Based on the information provided, no conclusions can be made. A lot number has not been provided; therefore, we are unable to review the manufacturing records of the lot in question. The information is limited at this time and medical records have not been provided. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the flat mesh (device 1), an additional emdr was submitted to represent the other bard/davol device. Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2010 the patient underwent surgery for the implant of an unspecified bard/davol flat mesh (device 1). It is further alleged that on (B)(6) 2013, the patient underwent a revision surgery and was implanted with an unspecified bard/davol flat mesh (device 2). It is alleged that on (B)(6) 2013, the patient had unspecified injuries related to a defect in the flat mesh. As reported, the patient is making a claim for and adverse patient outcome against the two (2) flat mesh. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."